Event description:
Device malfunction: difficult to remove, clip caught up at device distal end. Symptoms/ae: surgical removal of the device. Time of malfunction and symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of an unspecified artery, after an interventional coronary stenting procedure. Reportedly, after clip deployment, the device became stuck in the wound track and could not be removed. Surgery was performed to remove the device and the physician sutured the arteriotomy to achieve hemostasis. Upon device removal, it was noticed that the clip got caught on the tip of the device, impending the withdrawal step. There were no reported adverse patient sequelae. Thought requested, no additional information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.